Event description:
To whom it may concern: I am writing to let you know that I was using amo complete moisture contact solution and around 2006, my eyes started to burn, were watery and red. I thought at first I was allergic to something whether it was my makeup or something else. I bought eye wash thinking there was something in my eye and I could wash it out, that helped a little but the burning and redness returned. I called my eye doctor and made an appointment, I had never experienced something like this before. My eye doctor said it was an eye infection and could not tell me where it came from. He prescribed eye drops, over the course of several months, the burning, redness and watering continued, I would refill the drops, I bought 3 bottles of this brand. I purchased another brand that was prescribed to me and paid. A copy of the prescriptions are enclosed, a copy of the receipt from the eye doctor is also enclosed. The infection would come and go and lasted nearly a year. In 2007, I still had the eye infection and was splashing water into my eyes, that seemed to sooth my eyes as well I had been sleeping with a cold wash cloth over my eyes. The drops it seemed were not working any more and only made it worse. I was driving around with one contact in. The sun seemed to hurt my eyes also. I was watching the news and saw that there was a recall on the amo complete moisture solution. Immediately, I realized where my infection was coming from. I took the solution back and got a different brand of contact solution. I feel that the solution was the cause to my infections and that since replacing the solution with a different brand my eyes have not bothered me since. I feel I should be reimbursed for the eye doctor bill and the prescription drops I have had to purchase. I have no health insurance at this time. Copies of the prescriptions and doctor bill are enclosed. If I am contacting the wrong person for this matter, if you could please send me something in the mail pointing me in the right direction, I would greatly appreciate it. Sincerely. (See scanned pages).